Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drain bag of an ultra set disposable disconnect y-set had a hole; further described as "a hole in the seam near the neck going to the upwards tube". This was observed during use of the device for peritoneal dialysis therapy. The patient was connected to the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.